Event description:
Surgical wound material obtained for culture and transported to laboratory using port-a-cul device. As received from manufacturer, the port-a-cul device contained nonviable bacteria, gram-negative rods gnr, which were identified and reported in the gram stain of the specimen. The culture grew only a single colony enterococcus faecalis. Subsequently, lab manager took unused port-a-cul devices and prepared gram stains of the gel transport medium they contained. These gram stains from the unused devices contained gnr. Dates of use: (B)(6) 2012.